Event description:
The customer reported her blood glucose reached 400 mg/dl so she gave herself two boluses of 4.0 and 6.0 units of insulin. Upon deactivation she noticed the cannula was out of the skin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.